Event description:
Implant used in study resulted in effusion. This was found after week 2 of surgery. The surgeon administered fragmin b, which is said to be common in this event and the patient received irrigation. By week 6, the problem was resolved.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).